Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and then ventricular fibrillation (vf) began. No additional adverse patient effects were reported.